Event description:
It was reported that the patient was experiencing a sensation of burning or arcing at the ipg site. It was also reported that the patient was having an increased charging time. Database analysis revealed no anomalies. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned.